Event description:
Reporter indicated that pt was diagnosed with sleep apnea after vns implant and that pt uses a bipap machine. The pt also reported slight "twinges" pain at their generator site with itching, and a quick electrical type shock. Device settings were lowered and the pt did not experience any more electrical shocks. Neurologist indicated that the pt is also experiencing hoarseness.